Manufacturer narrative:
The reported issue was confirmed. No sample received. The root cause was isolated to a faulty chiller. The device history record review was not required as event was not an out of box failure. Labeling review was not required since the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the chiller fan was making a grinding noise and rotating very slowly. There was a failed chiller.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the chiller fan was making a grinding noise and rotating very slowly. There was a failed chiller.